Event description:
Customer reported during a chemo infusion, the set leaked. A hairline fracture was noted in the tubing approximately 4 inches below the drip chamber. No pt/staff harm occurred. No further pt/event info was available.

Manufacturer narrative:
(B)(4). The set was discarded at the facility. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number and failure mode reported.